Manufacturer narrative:
Ichem velocity urine chemistry reported false negative blood for pt samples. Two samples were reported out to the physician. It is unk if pt management was changed as a result. Fse noticed the analyzer was becoming de-primed during normal operation, leading to air bubbles in tubing. Fluid block assembly was replaced and instrument stayed primed. Fse completed velocity performance verification checklist and system was operational. Upon further investigation, 2 pt samples on urine chemistry reported false negative for blood and these results were reported out to the physician. It is unk at the present time if there was a change in pt management as a result.

Event description:
Customer reported issues with false negative blood reporting.